Event description:
It was reported that the patient was seen at the hospital due to bradycardia with a heart rate of 38 beats per minute. It was further reported that the device was malfunctioning and not ¿firing.¿ follow up was conducted and indicated that the patient has not been seen since the hospital visit. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).